Event description:
It was reported that a malfunction occurred with malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. The customer performed a reset on their own and was instructed by technical support to place the pump into storage mode before returning it. Technical support sent a replacement pump and confirmed the shipping address, providing instructions for returning the problematic pump within ten days. The customer will continue to use current pump for insulin therapy.